Event description:
Pt reported that back-to-back blood glucose tests were performed, using the suspect, device, with results of "lo" (<10 mg/dl) and 328 mg/dl. Pt did not know if any treatment was administered based on the device results. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.